Event description:
The customer contacted the customer care solution center and alleged that the complaint device failed to alarm and that there was no heart rate or respiration alarm and requested support. The complaint device was not in clinical use during the time of the event. There was no adverse event or patient harm reported.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device failed to alarm and that there was no heart rate or respiration alarm and requested support. The complaint device was not in clinical use during the time of the event. There was no adverse event or patient harm reported.